Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient experienced urgency, incomplete emptying of bladder, recurrent urinary track infections and dyspareunia on (B)(6) 2012. No additional information was provided. (B)(4) - dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient continues to experience incontinence, pain, dyspareunia and dysuria. (B)(4).